Event description:
It was reported that during a procedure, the laser system was placed in standby mode. After returning the system to ready mode and continuing the procedure, the surgeon noticed the "system making a noise"; the system was also noticed to be producing "less power and a burnt smell". The procedure "was stopped". Reportedly, the surgeon was not able to complete the case. There was no pt injury reported.

Manufacturer narrative:
System analysis/service repair: the systems trigger transformer was found to be broken/damaged. The trigger transformer and zimmer assembly were replaced; calibration was performed and the system was inspected, tested and verified to meet specifications.